Event description:
It was reported to MFR that the vns pt was referred to a surgeon for a prophylactic battery replacement as the elective replacement indicator (eri) was still set to no. It was decided at that time to disable the device rather than explant it, and monitor the pt's response. Additionally, the treating physician expressed concern that the pt cannot feel stimulation, even when the device is programmed up to 2.5ma. The physician is concerned that there is something wrong with the device beyond a battery replacement. It was reported that both systems and normal mode diagnostic tests were performed at an unk date, which revealed normal results. The specific results were not provided. Good faith attempts to obtain add'l info from the treating physician have been made, but have been unsuccessful to date.